Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported experiencing ¿touch sensitivity,¿ ¿pain,¿ "breasts swell and go down again," ¿right breast wart is causing pain and swelling a lot," and ¿worried about capsular contracture.¿ affected side is right. The device remains implanted.

Event description:
Patient additionally reported rupture. The reported events of ¿autoimmune diseases (sjogren's syndrome)¿ ¿constant fatigue¿, ¿insomnia / sleep disorders¿, ¿sensitivity to noise and light¿, ¿ear pressure and visual disturbances¿, ¿poor concentration, memory loss, mental blocks¿, ¿mood swings¿ and ¿anxiety¿, ¿depression¿, ¿difficulty to breathe¿ are considered non device related.

Manufacturer narrative:
Additional, changed, and/or corrected data.